Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the post-implantation check, the implantable cardiac monitor (icm) electrocardiogram (ECG) waveform was fluctuating, with no vs markers. It was thought the icm was undersensing. The icm remains in use. No patient complications have been reported as a result of this event.